Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was detecting noise on the right ventricular (rv) channel. The ICD was removed and replaced with a new device. At the time of the ICD replacement, the competitor rv lead was also capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).